Event description:
It was reported that customer received minimum fill notification while attempting to load pump cartridge despite having sufficient insulin in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area as instructed, declined to reload same cartridge, then filled and loaded new cartridge, after which issue was resolved and insulin delivery was successfully resumed.